Event description:
It was reported that a patient underwent a vaginal hysterectomy, anterior and posterior repair and implantation of a sling on (B)(6) 2010. Following the procedure, the patient experienced pain, discomfort, problems emptying her bladder and persistent bladder and urinary tract infections. The patient has had continuous antibiotic therapy. The patient had voiding dysfunction, which began immediately postoperatively, with high post void residuals and needed to perform intermittent self catheterization two to four times daily. The patient had chronic pain in the pubic and vaginal region. The physician stated that the pain did not become an issue until over a year later. The patient experienced a recurrence of stress incontinence symptoms at an unknown time. The patient was planned for a tape division to help with the voiding difficulty. It was reported that the sling was removed in 2011.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - urinary retention occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.